Event description:
It was reported that while using bottle plastic bactec plus aerob/f 50/pk 2 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the problem seem to be the same as case 1-2 and 3 that is false positive bottles and bubbles in bottles. So it seems to have 2 problems. Looking on bottle¿s sequence number product material number seems to be 442023 flaconi in plastica bactec plus aerobic medium and 442021 flaconi in plastica bactec lytic anaerobic medium. But production should have this information based on sequence number.".

Manufacturer narrative:
Investigation summary : customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. This complaint should be considered as an educational issue since these tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. The presence of these air bubbles should not have any adverse effect in sensor performance. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file review: five plots attached sent 02jun21 gj 03jun21 there were 6 plots attached. All showed low signal, and we would recommend an fse evaluate the signals/racks. The two with the longer ttd were both close in time and in the same instrument / rack, and the plots suggest a physical / electrical or other disturbance which might have caused the false positives. One (lytic plastic) showed a plot similar to normal growth plots. One of the three remaining showed a plot type which has been associated with low blood volumes in internal studies. The other two are inconclusive.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bottle plastic bactec plus aerob/f 50/pk 2 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the problem seem to be the same as case 1-2 and 3 that is false positive bottles and bubbles in bottles. So it seems to have 2 problems.(...)looking on bottle¿s sequence number product material number seems to be 442023 flaconi in plastica bactec plus aerobic medium and 442021 flaconi in plastica bactec lytic anaerobic medium. But production should have this information based on sequence number. "